Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was going to increase stimulation and it was having a connection error. When she would hit retry it wouldn't do anything and she couldn't increase the simulation. The patient's wife stated that the patient's lead was broken and became disconnected, but it was fixed today. The patient stated he is in pain and it was advised to contact his clinician with questions regarding medical advice or if he has questions about his health.